Event description:
The customer reported that the system steering handle was hard to turn. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wheels were cleaned and the linkage adjusted during the service call. The system was tested and found to be working as intended and put back into service.